Manufacturer narrative:
The insulin pump was received with a button error alarm due to the corroded keypad traces. There was no moisture damage found inside the pump noted. The pump was also received with a missing end cap sticker. (B)(4).

Event description:
The customer reported via phone call that he had a button error alarm on the insulin pump. Customer's blood glucose is 127 mg/dl. Customer stated that the button error alarm occurred right after the pump was exposed to moisture. Customer stated that the pump was inside a zip lock bag. Customer was advised that the pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan.